Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for a pinhole leak near the proximal hub include, but are not limited to, puncture while backloading a guide wire, damaged during manufacturing, damage during preparation for use, interaction with associated devices during use or loose connections between the hub and inflation device. As there was no leak noted during preparation, it is possible that the pinhole or leak occurred sometime during use. Although a conclusive cause for the reported leak could not be determined, there does not appear to be any indications of a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during a peripheral procedure with no tortuosity, no calcification, the fox sv would not hold pressure during the attempted inflation; the proximal hub of the device seemed to have a pinhole leak (location outside the anatomy) while trying to inflate. There was no reported patient effect. No additional information was provided.